Manufacturer narrative:
(B)(4). Concomitant medical products: 115370 comp rvs tray co 44mm 000050, 010000589 comp rvrs 25mm bsplt ha+adptr 252520, xl-115363 arcom xl 44-36 std hmrl brng ring 308250. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -00051, 0001825034 -2020 -00052, 0001825034 -2020 -00054.

Event description:
It was reported the patient underwent an initial right shoulder arthroplasty. Subsequently, the patient was revised second time due to unknown reasons. Attempts have been made and no further information has been provided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.